Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited over-sensing of noise. No interventions were performed and the ra lead remained implanted. No patient consequences were reported.